Event description:
It was reported to philips that the device experienced therapy knob issue. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).